Event description:
A (B)(6) male pt contacted lifecor customer support to report that he is receiving constant "adjust belt" alarms. The pt reported that he was "fiddling" with the electrode belt connection to the monitor and may have bent some pins. Support replaced the pt's electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.